Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that pump was infusing a carrier fluid in a 50 ml syringe with intermittent antibiotics. The alaris pump started beeping occluded on (B)(6) 2026. The nurses were able to clear the pump, and it appeared the syringe was infusing. Later, during the next shift, the pump began beeping again and it was realized then that the syringe had the full amount of carrier fluid. The syringe should have been half empty. There was patient involvement but no harm.